Event description:
It was reported the atrial lead dislodged and was replaced. The patient developed a pneumothorax one day after the atrial lead revision. As a result of the pneumothorax, a chest tube was placed. The patient was discharged one day later. The patient returned for a follow up visit approximately 3 days post-discharge. At that time, his system was examined and a chest x-ray was performed. Based on the x-ray and device examination, the physician concluded the pneumothorax had cleared. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.